Manufacturer narrative:
Correction: section g2 - distributor should also have been selected in report source.

Event description:
It was reported that premature battery depletion was observed on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The patient was stable.